Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that a read/write error had occurred in the half height drawer. A field service engineer (fse) checked under the pockets and trays for debris, replaced the row board cable, and cleaned the retractor. Diagnostics were tested and completed successfully. The unit was tested for functionality, and the pockets that had lost medication were refilled. Final diagnostics were performed again and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es read write invalid cubie error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.